Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as 2134265-2013-02072; 2134265-2013-02073; 2134265-2013-02074. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. Lesion 1 was a de novo lesion located in the mid left anterior descending artery with 90% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was a de novo lesion located in the 1st obtuse marginal with 95% stenosis and was 17 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Lesion 3 was a de novo lesion located in the proximal left circumflex with 95% stenosis and was 9 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. Lesion 4 was a de novo lesion located in the 2nd obtuse marginal with 99% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to cardiac chest pain and was hospitalized on that day. Left heart catheterization was performed without revascularization. The event was considered resolved.